Event description:
In 2009, the patient reported experiencing e4 (occlusion) errors for the past 3-4 days. She stated that she changed the infusion site and tubing yesterday and this morning she woke up to an e4 error and her blood glucose was elevated to 338 mg/dl. She changed her insulin cartridge and reconnected the infusion tubing and primed without error. She connected to her infusion site and bolused 8 units of insulin without error. She stated that the occlusions occur when there is approximately 150 units of insulin remaining in the insulin cartridge. She was advised to change the adapter with every 10th insulin cartridge change. She was sent information on infusion site management and replacement infusion sets and insulin cartridges. The patient called back, and stated she received another e4 error. She disconnected from the infusion site and primed and e4 was displayed. She was advised to change the infusion tubing. Upon follow up at about 4 days later, the patient reported that she continues to experience e4 errors and elevated blood glucose of up to 420 mg/dl. She stated that she may have scar tissue. She stated that she has not begun use of the replacement products. A request for additional training was submitted. At approx one week later, the patient reported that she had no further issues while using the replacement infusion sets and her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.